Event description:
Same case as 2184052-2013-00018. It was reported that screw breakage occurred postoperatively. The index surgery treated l5-s1 for a pars defect, spondylolithesis grade 1/spondylosis and bilateral leg pain. At a one year follow-up a CT scan noted a fractured screw at the right s1; the pt was asymptomatic. One year after this, the pt presented with discomfort on the right side. CT scan showed left s1 screw was also fractured. The pt chose to have the screws removed even though the surgeon noted no movement. The entire construct was removed and the pt was used with bone.

Manufacturer narrative:
Additional relevant information will be provided when the device eval is completed.